Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed high ventricular rate episodes. Analysis of the episodes showed noise on the right ventricular lead. No other electrical anomalies were noted. The noise was also noted in the clinic when the patient was sitting without moving. The lead was capped and replaced on (B)(6) 2018. The patient was in stable condition and will continue to be monitored.